Event description:
A medtronic representative reported that while in a procedure, the peg on a 150 mm disposable pin was broken off. A new pin was used to continue the procedure. The surgeon completed the procedure with the use of navigation. There was no impact on patient outcome.

Manufacturer narrative:
Corrected lot number and manufacture date now provided.

Manufacturer narrative:
RMA issued. Replacement sterile perc pin shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds the cross pin has sheared off. The direction the pin sheared off was toward the tip of the perc pin. This mechanical failure, pieces broken, directly caused the event.